Event description:
It was reported that during follow-up, t-wave oversensing was observed. This was noted on the stored egm. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.